Event description:
It was reported that when the foley tray was opened there was a certain smell of "melted plastic". It was stated that one of the foley was melted to the tray. It was also reported that the issue happened with two trays from the same lot# and when the third tray was opened from a different lot, there was no issue. Per additional information received via mail on 13dec2022, it was reported that the melted foley was stuck to the tray so it was not used on patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿operator error¿. It is unknown whether the device had met relevant specifications. Based on patient code 2645 the product was not used on the patient. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because a review of the label could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when the foley tray was opened there was a certain smell of "melted plastic". It was stated that one of the foley was melted to the tray. It was also reported that the issue happened with two trays from the same lot# and when the third tray was opened from a different lot, there was no issue. Per additional information received via mail on (B)(6) 2022, it was reported that the melted foley was stuck to the tray so it was not used on patient.